Manufacturer narrative:
It was reported that after an initial bunion surgery, a transverse screw broke. The screw was removed during a revision surgery in (B)(6) 2021 due to what the patient believed was causing pain. Device specific lot information was not provided; therefore, a review of device history records was not able to be performed. However, all non-conformance's for sk19 were reviewed on (B)(6) 2021 and no non-conformance's or issues during the manufacture or release of the product were identified to date that could have contributed to the issue reported. Based on the available information, a number of factors could have contributed to the breakage of the screw and although the most likely cause cannot be determined based on the available information, the device was likely subjected to excessive bending stresses which resulted in its breakage. There were no reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, a transverse screw broke. The screw was removed during a revision surgery in (B)(6) 2021 due to what the patient believed was causing pain. There was no other report of any patient impact or injury as a result of this event, nor were there any reported issues with placement of the device or healing of the surgical site.